Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.(B)(4). Note: the test strips referenced in this report are part of recall #1052693-06/13/16-001-r.

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from meter to meter comparison of 288 mg/dl using truetrack meter and 175 mg/dl using dr.'s device. The customer was also concerned with the rest of the readings in the meter's memory including 503 mg/dl. The customer's expected fasting blood glucose test result range is anywhere below 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/22/2017 and open vial date is 11/22/2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: all readings in meter memory are of concern.